Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a patient came into the hospital with what appeared to be sepsis and additionally was with cardiogenic shock heart failure. The patient was taken to the catheterization lab for an impella cp device placement. Upon connecting the impella purge line to impella cp, purge fluid was noted at the purge fluid reservoir area. There appeared to be a leak. Reportedly, the pump was never implanted in the patient. A new impella cp device was obtained and implanted; the patient was stabilized and transferred to the intensive care unit on support. Latest update noted the patient was on support for approximately six days was successfully weaned, and the device was explanted with a survived outcome.

Manufacturer narrative:
The investigation for the purge leak-pump has been completed. Clinical information reported that the purge was leaking right out of the box. The pump was returned for investigation. Upon pressurizing the purge line, fluid began to leak out of the filter housing, where further investigation revealed a crack along its length. No data logs were returned as the pump was not started before the leak was discovered in the field. The cause of the purge leak - pump was determined to be sidearm filter damage. The cause of the crack is unknown.